Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows moderate electrode wear with a significant amount of discoloration on the cap from activation. There appears to be adhesive detached around the spacer. The shaft has been bent approximately midway down from the tip and the handle. There are no manufacturing abnormalities visually observed with the returned wand. The cable has been severed prior to being received; therefore, a functional evaluation could not be conducted. The complaint has been visually verified and the root cause is more than likely associated with coming into contact with another device such as a cannula. It is possible that upon insertion or removal of the device using a cannula, the tip inadvertently came into contact with the cannula boundaries; therefore, causing the adhesive to become detached. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Event description:
During a procedure, a piece of plastic came off of the ceramic insulator tip of the wand. The plastic was retrieved and the procedure was completed using a backup device.